Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference (B)(4).

Event description:
On (B)(6) 2026, it was reported that (B)(6) returned a silent nite device for a refund and will be replaced with a silent nite 3d device. The silent nite was reported broken. Additional information received reported that the anchors broke on (B)(6) 2026. The 52 year old, female patient stopped using the device the same day because she could not wear the device due to the broken anchor. The patient did not suffer any injury or adverse outcome; no medical intervention was required.